Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #l92278. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. However, the device was functional when the max or min hand activation buttons were depressed. A probable cause of the device stop activating and display an alert screen is blade damage. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that during a gist subtotal gastrectomy procedure, while the doctor tried to use the device, the trigger couldn't work, and must use the foot control. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.